Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump was received with normal operating current, passed the displacement test, self test and off no power test. No damage on the lcd isolation tape noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 125 mg/dl. The customer was assisted with troubleshoot and customer stated the screen on the insulin pump went blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.